Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer was in the pool. There was water on the screen. Customer stated there was fluid under the liquid crystal display. Customer reported they heard fluid when shaking the insulin pump. Insulin pump had cracks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to excessive corrosion/moisture damage on pcba 2 causing the j1 connector to fall off. Blank display also due to excessive moisture damage on pcba 1. A working test board for both pcba 1 and pcba 2 were swapped out with no effect. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Unable to download history files and traces using thump due to blank display. Unable to generate power graph or review history files or traces to check for alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked belt clip rail case corner, pillowing keypad overlay and corroded battery tube. (B)(4).